Event description:
On (B)(6) 2009, stryker biotech learned of a case in the literature (schuberth, john m., didomenico lawrence a., mendicino, robert w., "the utility and effectiveness of bone morphogenetic protein in foot and ankle surgery" the journal of foot and ankle surgery, (prepublication) 2009: 1-6) involving a retrospective analysis of 35 patients who receive op-1 implant as part of reconstructive foot and ankle surgery. There were 38 cases of reconstructive surgery across the 35 patients. In the article, the authors state that in 36 of the cases autologous blood or platelet gel was used as a carrier for delivery of the op-1 implant. A synthetic collagen was used in the remaining two cases. This aggregate MDR is being submitted to address the fact that preparation of op-1 implant in the manner described in the article is not consistent with the instructions on the package insert. Per the product label, op-1 implant is intended to be reconstituted with 0.9% sterile sodium chloride. Additional information will be requested.